Event description:
It was reported that during a procedure at the user facility it was observed that the tip of the device was bent and caused incorrect calibration. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.